Event description:
It was reported that customer reported that pump battery charges to 100%, but it dies very quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.